Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced rash at sensor patch adhesion site. Patient's mother sought medical intervention on behalf patient and was given a barrier wipe to use between skin and sensor adhesive. No further medical intervention was necessary. At the time of the call with dexcom technical support, patient's mother reported patient was okay.